Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary and functional analysis revealed no abnormal conditions. Additional testing, using an is-1 lead, revealed an intermittent ventricular output when stress was put on the lead, confirming the reported field experience. Based on analysis results, the reported no capture problem was the result of a misshapen ventricle mbc (multi-beam connector) not making continuous contact with an is-1 lead.